Event description:
Adverse event(s): "infiltrative keratitis od and mild diffuse toxic keratitis ou" (keratitis), "mild red eyes" (red eye(s), "light sensitivity" (no code available) product problem(s): "none reported" (no information). On (B) (6) 2010, an optometrist reported she diagnosed a patient with infiltrative keratitis in the right eye and mild diffuse toxic keratitis in both eyes following the patient's use of this product with hybrid hydrogel contact lenses. She stated the patient experienced mild red eyes and increased light sensitivity. She reported she prescribed the patient an ophthalmic antibiotic and steroid. The optometrist indicated the consumer discontinued contact lens wear from (B) (6) 2009-(B) (6) /2009. She also indicated she switched the patient from this product to saline for sensitive eyes and daily disposable contact lenses. She reported the patient does have a history of an ulcer (dates unknown) due to sleeping in her contact lenses. The optometrist stated the patient's symptoms have resolved.

Manufacturer narrative:
Evaluation summary. The complaint device associated with this report was received. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 166332f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 166332f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested via phone on 03/01/2010 and 03/16/2010; via mail on 03/02/2010; via fax on 03/02/2010. Additional information was received from the optometrist on 03/22/2010. (B) (4). (B) (4).